Event description:
The customer reported the secondary infusion (100ml/hr) did not finish before returning to the primary infusion which was running at 500ml/hr. There was approximately 100ml remaining in the secondary infusion when it switched over to the primary. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.